Manufacturer narrative:
(B)(4). Approximate age of device - 1 year. The replaced portion of the repaired percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that power cable disconnects and a pump stoppage occurred. The patient was asymptomatic. A log file was reviewed by the technical service representative and 1 pump stoppage event was confirmed. Provided x-rays showed an area of concern near the exit site. On (B)(6) 2017, the technical service representative was on site for a percutaneous lead (driveline) replacement. The entire external portion of the driveline was replaced with no issues. On (B)(6) 2017 additional pump stoppages occurred, and were confirmed via log file analysis. An ungrounded patient cable was requested and shipped to the customer. No additional information was provided.

Event description:
Additional information: additional information was received on 05jan2018 indicating that the patient was discharged on an ungrounded cable, as he was not a good surgical candidate at the moment. No alarms reported since discharge.